Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that scheduled reports no longer print due to printer software issue. A technical support specialist dial in and then restart print spooler to resolve the issue. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "es s/w only server" the system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system scheduled reports no longer print. The customer reported that patients experienced delays in receiving controlled medications, which were unavailable in their unit because the report had not been released. There were no adverse events or injuries reported based on this event.